Event description:
It was reported that the device is over-infusing. No patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. 21-jan-2025. H3: one device was received for evaluation. No service history was identified within the last twelve months. Three accuracy tests. Test one: 21.8, test two:21.8, test three:21.6. Each test result is within the lower and upper limit. The reported issue was not confirmed. Visual inspection found a buckling upstream occlusion (uso) seal and a delaminated downstream occlusion (dso) seal. The dso and uso seals were replaced and calibrated. A performance verification test was performed. The device passed all testing criteria.